Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide patient demographics and additional information, the expiration date and UDI in section d4 and the manufacture date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The patient developed an aneurysm on the left side after the angio-seal was deployed. The patient became a diagnostic in the morning in the right femoral and nothing happened there, in the afternoon he became a diagnostic on the left side and then the aneurysm developed. A 6fr procedural sheath was used. An angio of the puncture site was made.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implant date - unknown due to the date of the event being unknown. Explant date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient had an aneurysm after the use of the angio-seal device.